Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. Reportedly, the cause was due to an unspecified non-tandem infusion set issue. The infusion set brand and manufacturer were not provided. The customer declined troubleshooting with tandem technical support, and declined to provide additional information. Reportedly, the customer reverted to manual injections for insulin therapy.